Event description:
It was reported that the customer's insulin pump alarmed threshold suspend due to a difference between the blood glucose readings versus the sensor glucose readings. Customer stated that the sensor was reading 64 mg/dl while the blood glucose readings were 123 mg/dl. Customer previously noticed bent cannulas. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.